Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a sensor end alert. The customer's blood glucose was 43 mg/dl. The customer treated her low blood glucose with food. The customer was assisted with programming the settings on her insulin pump. No additional information provided.